Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula not deployed and the pink slide insert was not seen in the viewing window. Investigation found the cannula assembly successfully deployed upon manual advancement of the ratchet gear. The downloaded data indicates the device ran 46 pulses and was then deactivated by the user before the device could run the second priming sequence. The device functioned as intended and was deactivated before running enough pulses to deploy. No other defects or damages were found on the device during thwe investigation.